Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('hundred of women have gotten pregnant with device because it migrated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device ("hundred of women have gotten pregnant with device"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('hundred of women have gotten pregnant with device because it migrated') and pregnancy with contraceptive device ('hundred of women have gotten pregnant with device') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.